Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device could not confirm the reported cracking, but did find the device was broken. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: d10, corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune shims are cracked/ broken. No surgical delay.